Event description:
While a surgeon was operating on the patient, the grasper (harmonic scalpel) broke and the blade fell in the patient. The blade was retrieved from the patient. There were no injuries to the patient.